Event description:
On 06/26/2016, the reporter contacted animas, alleging that the ¿cgm portion of pump was not functioning as it normally does.¿ reportedly, the patient started a new continuous glucose monitoring (cgm) session, entered two start up blood glucose (bg) calibrations and every time the patient went to use the pump, it would ask again for the two start-up bg calibrations; this was occurring in the middle of a cgm session after receiving readings. The patient also reported in the last four mornings when she goes to enter a bg calibration it is at the default of 120 mg/dl instead of the bg value the sensor had been reading on the trend graph screen. During a review of the cgm history with the patient, customer technical support confirmed the patient was calibrating according to instructions per use. No related alarms were shown in the cgm history. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:during investigation, the last blood glucose (bg) calibration of was on 07/08/16, no activity outside of normal use is observed. A test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. The -battery compartment was cracked below the grip pad. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No errors occured and the ¿ez-carb¿ test bolus delivery was performed with 80mg/dl as actual bg, the cgm reading reflected and displayed 85mg/dl within +/- 20%. The product performs within spec, unable to duplicate ¿inaccurate cgm reading¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.